Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va02euc, implanted: (B)(6) 2012, product type: lead, (B)(4) apply to the lead. Only (B)(4) applies to the ins. Only (B)(4) applies to the lead and ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that 8 months after implant the patient fell and "broke the wire." The implant was replaced on (B)(6) 2015. No patient symptoms were reported and there was no allegation that the implanted system contributed to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.